Event description:
Following the information reported, the maxi sky 2 ceiling lift suddenly dropped (approximately 30 cm) when the patient was lowering to the hydrotherapy pool. The physio had to catch the patient in the water. No injury was claimed.

Manufacturer narrative:
Following the device evaluation performed by the arjo field service technician, no device malfunction was found. The device was in overall good condition. The maxi sky 2 ceiling lift operated correctly during functional testing. The unexpected device behavior, specifically the unwinding of the ceiling lift strap, could not be recreated. The reason for the unexpected unrolling of the ceiling lift strap at the time of the event remains unknown. To sum up, the arjo device was used for the resident transfer when the incident occurred and from that perspective, it played a role in the event. At the time of the event, the device failed to meet its specification since the strap of the lift unwound unexpectedly. The complaint decided to be reportable due to the strap's unexpected unwinding that could not be stopped.